Manufacturer narrative:
Corrected data: section g4: PMA/510(k) # corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power while connected to the mobile power unit (mpu) was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025 at 07:51:39, low power hazard and no external power alarms activated due to a loss of external power while connected to the mpu. The alarms quickly resolved after external power was restored to the mpu. The backup battery supported the system during the event. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU (rev. A), section 7 - ¿alarms and troubleshooting¿, and heartmate ii patient handbook (rev. A), section 5 - ¿alarms and troubleshooting¿, addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii IFU, section 3 ¿ ¿powering the system¿, and heartmate ii patient handbook, section 3 ¿ ¿powering the system¿, explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate ii patient handbook, section 6 - ¿caring for the equipment¿, and heartmate ii IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter email address: (B)(6).

Event description:
It was reported that a no external power event was recorded on 09jul2025 7:51 while connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been having low flow alarms since 05jul2025. Log files were submitted for evaluation. The log file captured low flow alarm events from 05jul2025 - 10jul2025. There did not appear to be any type of external mcs equipment issues causing these events. The trended log file data appears to show a slightly downward trend in recorded flow values from 05jul2025. A no external power event was also recorded on 09jul2025 7:51 while connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. The alarms quickly resolved once external power was restored. Motor function was not affected by this event. It was later reported that additional log files were submitted for review and captured low flow events between 05jul2025 and 15jul2025. The log file also captured no eternal power, low battery hazard & power save mode events on 09jul2025. This was caused by power to the mpu being briefly interrupted.